Event description:
It was reported the catheter was being placed laparoscopically. Kit was opened and pretest was successful. At which time, the catheter was placed through a 5mm trocar into the pt's abdomen. The balloon ruptured before it was placed into the duct. The catheter was removed from the pt and they completed the procedure with the use of a taut cone tip catheter. There was a minor delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.